Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, noticed a cut in the lens. Subsequently the lens was removed during initial procedure and completed with other company lens. There was no patient harm.

Manufacturer narrative:
Correction information was provided in d.4. Additional information was added in d.9.,h.3., h.6. And h.11. The lens was returned positioned incorrectly in the lens case. Viscoelastic was dried on the lens. The lens was torn from the edge, across the center, and toward the edge of the optic (still attached). The anterior optic surface has a long narrow scrape mark that travelled horizontally between the optic edge and the optic center. The optic has additional cracked damage. One haptic was chipped on the edge of the haptic/optic junction and on the gusset anterior. Product history records were reviewed and documentation indicated the product met release criteria. A qualified cartridge, handpiece, and viscoelastic was used. The reported lens damage was observed. All lenses are 100 percentage inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The instruction for use (IFU) instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ophthalmic viscosurgical device (ovd)-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The 13.0 diopter lens was removed and replaced. A serial number was provided that did not track to hwv manufacturing facility. Not enough information was provided in order to determine the brand, model, or diopter used to replace the lens. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).